Event description:
It was reported the programmer sometimes freezes when checking a device. It was also reported the boot time is long; it is noted the programmer functioned normally once it booted up. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was not able to confirm that the programmer sometimes freezes when checking a device; programmer passed functional testing. Analysis confirmed the reported long boot time; programmer takes 45 seconds to boot. (B)(4).